Event description:
A report was received that the patient underwent a pocket revision due to discomfort and soreness at the ipg site. The physician relocated the pocket site and implanted a lead extension. The patient was reportedly doing fine after the revision procedure.